Event description:
Additional information received reported the patient had stopped taking oral medication "for a time" because he was doing "these little passing out things." The patient had started to feel better and his eyes were "into focus."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731sc, lot # n298677010, implanted on: (B)(4), explanted on: unknown; (B)(4), personal therapy manager serial # (B)(4). (B)(4).

Event description:
Hallucinations were reported. The patient reported that he had an issue with hallucinations approximately 2 years ago and believed it was due to sleeping medication. The patient longer takes that medication. The pump was used to deliver hydromorphone and bupivicaine. Additional information has been requested; a follow-up report will be sent if information becomes available.